Manufacturer narrative:
Based on the reported info and eval of the returned product, the reported condition could not be duplicated or confirmed. The returned unit operated normally during functional testing. The 80 pound torque knob tested good under pressure. The ratchet extension arm had no visible cracks. The lock had a little rotational movement however, this would not have caused the slippage. The large starburst teeth were a little worn but still functional. The rocker arm passed to go nogo gage. All the other components were functional. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
It was reported that the "psi" screws threading slipped during the case. The pt incurred a one inch laceration. Add'l clinical info has been requested.